Event description:
It was reported that the patient experiencing palpitations presented via merlin.net transmission. Upon review, the right atrial lead exhibited capture anomaly. On (B)(6) 2017, the patient presented in the emergency room. Upon interrogation, the lead exhibited loss of sensing. No intervention was performed. The patient would continue to be monitored.